Event description:
This case was initially received via regulatory authority FDA (reference number: (B)(4)) on (B)(4) 2015. The most recent information was received on (B)(4) 2018. This spontaneous case was reported by a regulatory authority and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube)") and uterine perforation ("perforation (uterus)") in a (B)(6)-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 2 and (B)(6). Concurrent conditions included blood disorder and obesity. In (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and fatigue ("tired all the time / always tired and always want to sleep"). In 2013, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2015, the patient experienced the first episode of allergy to metals ("I'm allergic to it / nickel allergy"). On (B)(6) 2015, the patient experienced the second episode of allergy to metals ("nickel allergy"). On an unknown date, the patient experienced weight increased ("gain a lot of weight"), hypertension ("ended up with high blood pressure"), asthenia ("no energy at all"), alopecia ("hair loss"), depression ("depressed"), loss of libido ("no sex drive"), feeling abnormal ("feeling miserable every day"), abdominal distension ("bloated"), pain ("always in pain everywhere in my body/pain") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (mini-laparotomy with bilateral salpingectomies and total abdominal hysterectomy) and essure was removed in 2015. At the time of the report, the fallopian tube perforation and fatigue had not resolved and the uterine perforation, weight increased, hypertension, asthenia, alopecia, depression, loss of libido, feeling abnormal, abdominal distension, pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea and the last episode of allergy to metals outcome was unknown. The reporter considered abdominal distension, alopecia, asthenia, depression, dysmenorrhoea, fallopian tube perforation, fatigue, feeling abnormal, hypertension, loss of libido, menorrhagia, pain, uterine perforation, vaginal haemorrhage, weight increased, the first episode of allergy to metals and the second episode of allergy to metals to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.8 kg/sqm. In 2013, hysterosalpingogram revealed both coils present, but right tube not blocked, perforation (fallopian tube), perforation (uterus) in 2013. On (B)(6) 2015, hysteroscopy revealed the vulva, vagina and cervix are normal. On hysteroscopy there was no apparent essure device in the uterus. On laparoscopy there was no essure device in the abdomen or pelvis, so they seemed to be intratubal. The ovaries are normal as was the appendix. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2018: new events added- perforation (fallopian tube), perforation (uterus), abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping) and nickel allergy. Concomitant conditions, historical condition and lab data added. (B)(4). Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-0523) on (B)(6) 2015. The most recent information was received on (B)(6) 2019. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('right essure device absent, left is in the cornu.'), fallopian tube perforation ('perforation (fallopian tube)'), uterine haemorrhage ('abnormal bleeding (uterine bleeding)') and uterine perforation ('perforation (uterus)') in a 27-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii, parity 2 and chlamydial cervicitis. Denied pregnancy history. Concurrent conditions included coagulation disorder, obesity and uterine bleeding. In 2012, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and fatigue ("tired all the time / always tired and always want to sleep"). In september 2012, the patient had essure inserted. In 2013, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In september 2015, the patient experienced the first episode of allergy to metals ("I'm allergic to it / nickel allergy"). On (B)(6) 2015, the patient experienced uterine haemorrhage (seriousness criterion medically significant) and the second episode of allergy to metals ("nickel allergy"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), hypertension ("ended up with high blood pressure"), asthenia ("no energy at all"), alopecia ("hair loss"), depression ("depressed"), loss of libido ("no sex drive"), feeling abnormal ("feeling miserable every day"), abdominal distension ("bloated"), pain ("always in pain everywhere in my body/pain") and dysmenorrhoea ("dysmenorrhea (cramping)") and was found to have weight increased ("gain a lot of weight"). The patient was treated with surgery (mini-laparotomy with bilateral salpingectomies and total abdominal hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, uterine haemorrhage, uterine perforation, weight increased, hypertension, asthenia, alopecia, depression, loss of libido, feeling abnormal, abdominal distension, pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea and the last episode of allergy to metals outcome was unknown and the fallopian tube perforation and fatigue had not resolved. The reporter considered abdominal distension, alopecia, asthenia, depression, device dislocation, dysmenorrhoea, fallopian tube perforation, fatigue, feeling abnormal, hypertension, loss of libido, menorrhagia, pain, uterine haemorrhage, uterine perforation, vaginal haemorrhage, weight increased, the first episode of allergy to metals and the second episode of allergy to metals to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.1 kg/sqm. In 2013, hysterosalpingogram revealed both coil s present, but right tube not blocked, perforation (fallopian tube), perforation (uterus) in 2013. On (B)(6) 2015, hysteroscopy revealed the vulva, vagina and cervix are normal. On hysteroscopy there was no apparent essure device in the uterus. On laparoscopy there was no essure device in the abdomen or pelvis, so they seemed to be intratubal. The ovaries are normal as was the appendix. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received : new event, "abnormal bleeding (uterine)" was added. Patient's information was updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority FDA (reference number: (B)(4)) on 14-aug-2015. The most recent information was received on 17-jan-2018. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("right essure device absent, left is in the cornu."), fallopian tube perforation ("perforation (fallopian tube)") and uterine perforation ("perforation (uterus)") in a (B)(6) year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 2 and (B)(6). Denied pregnancy history. Concurrent conditions included blood disorder, obesity and uterine bleeding. In 2012, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and fatigue ("tired all the time / always tired and always want to sleep"). In (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2015, the patient experienced the first episode of allergy to metals ("I'm allergic to it / nickel allergy"). On (B)(6) 2015, the patient experienced the second episode of allergy to metals ("nickel allergy"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), weight increased ("gain a lot of weight"), hypertension ("ended up with high blood pressure"), asthenia ("no energy at all"), alopecia ("hair loss"), depression ("depressed"), loss of libido ("no sex drive"), feeling abnormal ("feeling miserable every day"), abdominal distension ("bloated"), pain ("always in pain everywhere in my body/pain") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (mini-laparotomy with bilateral salpingectomies and total abdominal hysterectomy), surgery (mini-laparotomy with bilateral salpingectomies and total abdominal hysterectomy) and surgery (mini-laparotomy with bilateral salpingectomies and total abdominal hysterectomy). Essure was removed in 2015. At the time of the report, the device dislocation, uterine perforation, weight increased, hypertension, asthenia, alopecia, depression, loss of libido, feeling abnormal, abdominal distension, pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea and the last episode of allergy to metals outcome was unknown and the fallopian tube perforation and fatigue had not resolved. The reporter provided no causality assessment for device dislocation with essure. The reporter considered abdominal distension, alopecia, asthenia, depression, dysmenorrhoea, fallopian tube perforation, fatigue, feeling abnormal, hypertension, loss of libido, menorrhagia, pain, uterine perforation, vaginal haemorrhage, weight increased, the first episode of allergy to metals and the second episode of allergy to metals to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.1 kg/sqm. In 2013, hysterosalpingogram revealed both coil's present, but right tube not blocked, perforation (fallopian tube), perforation (uterus) in 2013. On (B)(6) 2015, hysteroscopy revealed the vulva, vagina and cervix are normal. On hysteroscopy there was no apparent essure device in the uterus. On laparoscopy there was no essure device in the abdomen or pelvis, so they seemed to be intratubal. The ovaries are normal as was the appendix. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 17-jan-2018: new reporters added. Case was potentially legal. New event: "right essure device absent, left is in the cornu" added from mr. Incident : no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.